Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via radial artery. After advancing a 5f non-boston scientific imaging catheter, a complete occluded lesion was noted in the ostial left anterior descending artery (lad). A 3.0mm x 12mm quantum maverick balloon catheter was selected for use. However, during first inflation at 13 atmospheres for 20 seconds, the balloon ruptured. The device was removed within the catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 65cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon ruptured.

Event description:
Reportable based on the additional information received on 01dec2020. It was reported that balloon rupture occurred. Vascular access was obtained via radial artery. The target lesion was located in the left anterior descending artery (lad). A complete occulusion in ostial of lda. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during first inflation at 13 atmosphere for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.